Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 and h6 (health effect impact code has been corrected to 2645 - no patient involvement). Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, a root cause for the damage could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
It was reported, the bronchofibervideoscope ¿s instrumental channel port had looseness, deformation, scraping, rattling, detachment and tilting. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.